Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿inflammation at the injection site¿ and "firm nodules, swelling, redness and tenderness in all of the areas that were injected¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: 4. Warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. 6. Adverse events: table 1 and 2. Injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects. Swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. C. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported injecting a patient in the cheeks with 2 syringes of juvéderm voluma® xc, in the lip with 1 syringe of juvéderm volbella® xc, and in the nasolabial folds with 1 syringe of juvéderm® ultra xc on unspecified dates. At an unspecified time later, the patient had a sinus infection. A week after the sinus infection, the patient developed firm nodules, swelling, redness and tenderness in all of the areas that were injected approximately a year post-injection. The physician later reported at an unspecified time that the patient's symptoms are getting worse. At an unspecified time later, the patient was treated by a doctor with steroids, antibiotics, hyaluronidase, 5-fu, kenalog, and 4 treatments of vitrase approximately 1-3 weeks apart. Symptoms are ongoing. This record represents the syringe of juvéderm volbella® xc. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00491 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm volbella® xc, also a device manufactured by allergan.